Event description:
A customer observed negatively biased qc results using vitros vanc reagent on a vitros 5, 1 fs chemistry analyzer. No patient results were reported and there was no allegation of patient harm. (B) (4).

Manufacturer narrative:
Investigation into this event found that the user was not handling reagent packs in a manner consistent with the manufacturer's instructions for use. The user was freezing reagent packs which is not the recommended long term storage condition in the reagent instructions for use. Use of reagent packs that had been stored according to the reagent instruction for use has resolved this event. The customer was advised to the need to handle reagent packs in a manner consistent with the manufacturer's instructions for use. The root cause of the event is user error.